Event description:
Additional information received from the patient reported that she got another ins put in on (B)(6) 2016 because "there was a short in the old battery."

Event description:
Additional information was received from a patient. It was reported the circumstances which led to the previously reported issues included turning, stretching, twisting, bending, walking fast and included a certain distance of movement. The patient had experienced a sharp pelvic/bladder pain which shot up to their chest and followed to their left side. They had foot swelling, two bumps on top of their foot, and three left toes were swelling. They had a curling sensation when the stimulation had turned on higher on its own, and when the patient turned it down, the toes/bumps stayed. They were left with three toes which were destroyed by the device. The patient noticed the difference (B)(6) 2016. When the device "shot up" on its own the patient had a hard time walking, had swelling, redness, bone swelling, bladder discomfort, and pain. The patient also stated they had to "degree-life living".

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient was having numbness in two toes on her left foot and a bump on the top of her left foot that she believed were from the device. She had curling that was occurring as well. This began occurring in (B)(6) 2016, around the same time that stimulation was too high; it turned up on its own and shocked the patient. At the time, she had a patient programmer issue so she was unable to adjust stimulation, but her doctor recommended turning stimulation down once the programmer issue was resolved. After getting a replacement programmer, she was able to lower stimulation and resolve the stimulation too high issue. However, the issue with the toes and foot did not resolve and got worse. She tried adjusting stimulation and turning the implantable neurostimulator (ins) off, but the issue still occurred. The patient didn¿t think her device was working. It was at the highest level and wasn¿t doing anything. The machine turned on and off on its own. The patient programmer would adjust the patient¿s stimulation level all by itself. Currently, the patient didn¿t feel stimulation starting in (B)(6) 2016, about two weeks prior to (B)(6) 2016. The ins was off and it was set at 8.5 volts. She lowered the amplitude, turned the ins on, and increased stimulation until she felt it at a comfortable level at 4.7 volts. She noted that the stimulation sensation was in her left cheek and down her left side to her toes. The patient had spoken to her healthcare provider and had an appointment with her healthcare provider scheduled for (B)(6) 2016. On (B)(6) 2016, the toe curling was not resolved. The patient still had vaginal pain on the left side with numbness. She tried turning stimulation down but it increased by itself. She still had leakage as well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the device worked for a little while, and then stopped working. The patient stated that was when their bladder acted up. Their implantable neurostimulator (ins) was implanted on the left side buttocks and thinks it is too far on the left so that was probably why it was giving them problems or that it¿s not working properly because it was defective. When the ins was working properly, it helped control their bladder. The patient stated they thought the ins may have moved. The patient also indicated that their foot had swelled up, was red, and stayed numb. They had 2 toes that were curled since then and could barely walk. When the patient turned it down or off, it released the pressure, but the foot stayed the same curled up and once in a while, it swelled. They also still had 2 bumps on their foot. The patient stated they had an appointment with their doctor and manufacturer representative on (B)(6) 2016. Additional information received from the patient reported they went directly to their appointment on (B)(6) 2016 to meet with the manufacturer representative to check up on the battery. The patient indicated they needed another implant battery replacement because of battery shortage. It was stated they had noticed a change and difference in their bladder getting incontinent, sharp pelvic pain/pressure and bladder discomfort. It was noted that the ongoing infections was due to the mesh implant, but with the uncomfortable pressure in their bladder and ab, the ins was making it worse by having the device shoot up on its own and leaving 2 bumps on the top of their foot while having 2 left toes stayed curled with red and swelling. It was stated they had trouble controlling their device since it was shooting up on its own. The patient¿s surgery was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
[Additional information was received from a consumer (con). It was reported that the patient's toes started curling and they got a bump on their foot on (B)(6) 2016. On (B)(6) 2016, their left foot was curling and created a bump on their foot. They also got shooting pain in their foot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller wanted to give an update on the situation with their device. Caller repeated the surgery on the left foot on (B)(6) to remove the bump and fix issue with their toes. Caller stated they were in a wheel chair for 6 weeks. There were no further complications reported.

Manufacturer narrative:
Medwatch contains duplicate information to what was already reported. If information is provided in the future, a supplemental report will be issued. See medwatch # mw5073208.

Event description:
See attached user facility medwatch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the ins system would create shooting pain to their left side/foot, caused their toes to curl, and caused ¿bumps¿ on their foot. The patient also stated that the ins caused nerve damage that prevented them from straightening their toes which gave them trouble walking. In addition, when the patient turned in a certain position, they felt a ¿shocking pain¿ or shooting pain in their left side and stomach. It was noted that it had ¿been like this¿ since the ins was first implanted. The patient reported that they had a revision on (B)(6)2017 to correct their curled toes, bumps, and walking difficulty. The patient stated that the healthcare professional (hcp) put in a ¿k-wire¿ in each of their two toes so they would not curl. The hcp also removed the ¿bumps¿ that were previously reported. The patient was currently in a wheel chair for 6 weeks and will be meeting with the hcp regularly for check-ups. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she had bladder pain since 2015. The patient was on 5.1 volts and her stimulation was on. It was not apparent that the patient had other programs available. Additional information indicated that patient had notified their hcp and they had appointments with their hcp on (B)(6) 2016 for bladder discomfort, appointment on june 28 for bladder pain, and appointments from (B)(6) 2015 to (B)(6) 2016 for pelvic bladder pain, discomfort. The steps taken to resolve the bladder pain was that patient checked with hcp nearby for pain implant control. It was indicated that the bladder pain has not been resolved. A manufacturing representative (rep) reported that a patient said their patient programmer (pp) will turn stimulation on or increase stimulation to painful levels on its own without any action by the patient. The patient said they are waiting for their healthcare provider (hcp) to contact them. The consumer further reported that the patient had daily sharp pelvic pain and had this prior to implant, but they had an increase in pelvic pain since implant on (B)(6) 2015. The patient also had overstimulation in 2016 when they bent over and the stimulation went down their left leg and into their toes. There were no trauma or falls that could be related to the issue. This was due to a sudden change in therapy or symptoms. The patient first started experiencing the programmer increasing stimulation on its own on (B)(6) 2016. This also happened on (B)(6) 2016 and on (B)(6) 2016. The patient also had poor communication device issues. The patient had no telemetry with or without the antenna. Sometimes the stimulator shot pain up through their bladder or to her left side and there was damage to the nerves on her left toe due to the stimulation implant shooting up, which was the term the patient used. The circumstance that led to the programmer increasing stimulation on its own was stretching on the couch, bending, bladder pain, walking a certain distance, and stretching to put dishes away. The steps taken to resolve the programmer increasing stimulation on its own were that the patient called the emergency room (ER) and got a hold of their hcp. The patient had trouble with the machine and it would not work as they couldn¿t control the machine. They did troubleshooting of the machine increasing on its own and couldn¿t turn it down. The machine device was sent to the manufacturer and the hcp called the manufacturer to send the patient another one. The patient had programmer device replacement in (B)(6) and (B)(6) 2016. The patient was red on the left side to the toes, but it did help when they were sent a new device after the third time. The bump and toes on the left stayed curled with the bump. When troubleshooting in (B)(6) 2016, it caused the patient to have more bladder discomfort and pelvic shooting pain to their chest and foot on the left that caused swelling and the patient had difficulty walking. The patient¿s electric toothbrush, microwave, and electric mixer, and bending, walking, or stretching to a certain distance increased the device. The hcp and consumer reported that the patient had not been seen by their hcp recently. The pain did not resolve, the patient had 2 bumps on the left foot that had not resolved, 2 toes on left foot would not resolve from the pacemaker, and this included swelling on left toe and foot. The increased pelvic pain and overstimulation had not completely been resolved and the patient had throbbing shooting pain around and on the incision of the pacemaker. Additional information was received. It was reported that their bladder pelvic injury destroyed their life since these implants, with more life-time surgeries and on-going care. Due to "oversteaming", their left foot was curling, numb, in pain, had a bump, and had shocking pain. Scarring tissues caused chronic pain, complications, bleeding, self-catherization, incontinence, bloating, the inability to urinate, "elk", pelvic discomfort, burning, and the use of multiple pads. The patient was depressed, distressed, and had a loss of self-esteem. They had an x-ray on their left foot in 2017 and a cat scan of their spine. The patient couldn't bear weight on their left foot and had to get a surgical foot brace, due to the batteries not lasting as long as expected. They were scheduled for follow-up visits every six months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their first ¿pacemaker¿ implant phase 1 and phase was (B)(6) 2015 and (B)(6) 2015. They received another implant replacement (battery depleted) hot toes curling, bump on foot¿. The toes curling issue occurred on (B)(6) 2016 and (B)(6) 2016 (along with created bump on foot). The left foot curling occurred on (B)(6) 2016. In addition, the patient reported that they had surgery on (B)(6) 2017 on their left foot due to the ¿depleted implant stimulator¿ issue. They stated that wires were put in to straighten 2 toes and 2 bumps were removed. On (B)(6) 2017, the patient had shooting pain in the foot. This was also described as a shocking pain on the left foot/toes curling/bump on foot that caused them to have the surgery. With a replacement programmer, the patient was finally able to turn it down. By that time, the patient mentioned, their foot stayed curled and could not straighten their toes. They also reported they had surgery within 1 year of the device being implanted ¿as it was supposed to last 3 to 5 years¿ but lasted 1.5 years. There were no further complications reported or anticipated.